Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event at 13:45, the patient was given a hemodialysis treatment with the reported device according to the doctor's instructions. The medical staff operated with the normal process. The extracorporeal circuit was prefilled with 0.9% sodium chloride in 1,000 ml. After exhausting the air, the patient was placed on the machine for hemodialysis treatment. The patient experienced an allergic reaction while using the hemodialysis filter. Around 13:58 pm, the patient presented with chest tightness and shortness of breath; dizziness; and blood pressure decreased to 98/56 mmhg. The patient was given oxygen immediately. 60 ml of 50% glucose and 5 mg dexamethasone sodium phosphate injection were injected intravenously, and the blood tube was disconnected, and dexamethasone sodium phosphate injection (5 ml) was administered in a closed tube. About 20 minutes later, the patient complained of chest tightness, shortness of breath, and dizziness was relieved, and the blood pressure rose to 142/76 mmhg. The treatment was continued and completed after changing the reported product. Priming was done with a normal result. An anticoagulant was administered. There was nothing unusual observed on the product prior to use. There was no alarm/error code activated or displayed. Besides the reported issue, there were no visible defects or damages found on the product at the time of the event. There was no blood loss, and blood transfusion was not performed. The subsequent process went smoothly until disembarkation.